Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have the plastic proximal clevis broken. Broken piece is s missing as a result of breakage. Size of missing piece is approximately 0.145¿ x 0.061¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have a loose pitch cable at the distal end. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.104¿ - 0.176" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had broken tips the procedure was completed using a backup permanent cautery hook with no reported injury.